Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occluder head lost calibration. The perfusion system was started for operation after they calibrated the occluder. After several hours, the clinical engineer tried to use the occluder but it lost calibration. The device was not changed out, as they used forceps. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00607.